Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. On (B)(6) 2026 it was reported that the patient experienced ¿a sore the size of a golf ball¿. The patient reported that this skin reaction ¿sent him to the hospital¿. No photo was provided. The patient did not report any further event information including treatment details or length of hospitalization. Attempts to reach the patient for further event clarification were unsuccessful. The patient reported that he was still recuperating from the injury and has since stopped using the dexcom product. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.